Manufacturer narrative:
Manufacturer's investigation conclusion: examination of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed a developed deposition in the inlet extension that would have contributed to the report of low pump flow, as confirmed through the retrieved log files. An additional acute deposition within the interior of the pump cover was also discovered that appeared to have formed over the resultant period of low flow. The report of a clot within the outflow graft was unable to be confirmed through this evaluation. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. Approximately 6¿ of the sealed outflow graft was returned disconnected from the pump cover outlet port with the sealed outflow graft bend relief hardware engaged. The apical cuff was not returned. Upon disassembly of the returned pump, visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. An acute, loosely coagulated deposition was found towards the distal portion of the inlet extension lumen. A specific cause for the presence of this deposition could not be conclusively determined. A loosely adhered and loosely coagulated deposition was also found in the interior of the pump cover. This acute deposition appeared consistent with poor surface washing during a period of low flow. No other depositions or thrombus formations were discovered upon examination of the remaining blood-contacting surfaces. The left ventricular assist device (lvad) event and periodic log files were retrieved from the returned device and reviewed. Estimated flow gradually increased after the pump was turned on and the pump speed was gradually increased. No significant changes to pump speed were made; however, estimated flow began to gradually decrease over approximately 1 hour until it stabilized around approximately 2.0 liters per minute (lpm). Estimated flow continued to decrease as the pump speed was decreased, and the pump was then turned off. No notable lvad faults were captured, and the pump appeared to be operating as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11apr2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm as well as pi events. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went into the operating room (or) for heartmate 3 implant. The implant went well and no issues were noted with technique or implantation. The patient's flows started to drop after chest closure and a low flow alarm was noted. The patient's blood pressure also dropped after the chest was closed but the patient was still in the or. The surgeon re-opened the chest and placed an ultrasound probe on the outflow graft. The ultrasound showed that the outflow graft was clotted. The patient was placed back on bypass and the pump was exchanged. It was not known if the patient had a history of any type of clotting disorder. The new pump was implanted without difficulty. The surgeon decided not to reverse heparin due to the clotting issue. The patient went to the intensive care unit with an activated clotting time of 650 without any signs of bleeding. The new pump functioned as intended. There was a visible clot in the inflow and outflow graft noted on the explanted pump.